Event description:
It is reported that the pt was revised due to osteolysis in the medial area of the tibial head and pe breakage and delamination in the edge of the inlay. Implant and explant dates are unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.